Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were two bolus requests made on (B)(6)18. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 60 mg/dl. Bg was addressed with carbohydrates. Reportedly, the customer believed the pump was delivering too much insulin. Additionally, it was reported that the customer pressed the wake button multiple times without the display illuminating. The customer walked away from the pump and when returned, the display was illuminated. Review of t:connect data found no wake button interaction between the times provided by the customer and that there were no abnormal events surrounding bg event. Reportedly, the customer maintained that the pump delivered too much insulin.